Event description:
The customer reported that the vitrectomy probe clogged. The customer flushed towards the system and an error message displayed. The case was aborted in the middle of the procedure. Multiple attempts have been made for more information on the event and patient status with no response.

Manufacturer narrative:
The company service representative examined the system and found the error message reported in the event log. The system was tested and the company service representative could duplicate the complaint. The system met all product specifications. The root cause of the customer reported issue was unable to be determined in this investigation. There are no additional complaints for the system. There are no additional service requests opened related to the reported event for this system. A review of complaint trends indicates no adverse trends for the reported complaint for the last 36 months. A review of service data for the reported issue has no adverse trends over the last 36 months.